Event description:
It was reported the device was used during a low anterior resection procedure. It was reported the surgeon was using a ax55b on an 80 year old male pt. It was reported the surgeon fired the device and upon opening it the bowel receeded and the tissue protruded. The surgeon went transanally with a circular stapler and discovered there were no staples at the site where the ax55b was fired. The surgeon had an x-ray taken and no staples were seen. The surgeon attempted to handsew the anastomosis, but there was not enough tissue margin to complete it. The surgeon then created a temporary colostomy that the surgeon stated may become permanent. The surgeon reported the as5sb fired without indication of difficulty. It was reported at this time the biomed dept has the device and it is indication of difficulty. It was reported at the biomed dept has the device and it is unk if it will be released. 1/29/98 it was reported the pt recd a blood transfusion after losing 1500cc of blood.

Manufacturer narrative:
Device not returned for analysis.